Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the single-use ligating device's loop bend and did not detach as normal. This occurred during a therapeutic polypectomie colon procedure. The procedure was completed with a device of another manufacturer. There were no reports of patient harm.